Event description:
It was reported that the superior vena cava (svc) coil lead impedance was greater than 200 ohms. The svc coil was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, (B)(6) 2006; 1056t lead, (B)(6) 2006. (B)(4).